Event description:
The rptr stated that rptr stopped taking rptr's insulin due to low blood glucose test results (20's-30's) for 2 days. Rptr stated that rptr has a visiting nurse daily to dress wounds caused by osteomyelitis. Third day rptr had symptoms of high blood sugar, felt hot, sleepy, thirsty, and was urinating frequently. The nurse did a meter/hcp meter comparision. Results were 72 mg/dl on rptr's meter and 300 on nurse's meter (type unknown). Rptr started insulin again, and stated that it took 3 days to get back to normal. Control test was not done due to lack of solution.